Manufacturer narrative:
Device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the protector solus p120j experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: complaint 1 of 2 this is a report about a phenomenon that seems to be coring. After preparation, fm was found in the infusion bag. The drug used is alimta. The membrane of the solus attached to the vial seems to be partially chipped. Since the fm found in the infusion bag may possibly be the membrane, the customer is asking bd to perform visual inspection. The infusion bag was discarded by the customer.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-01. Investigation summary: one protector attached to a vial along with one syringe connected to a injector were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protector, the protectors fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. It was noted the membrane of both the injector and protector appeared to have been penetrated multiple times. During our evaluation, a grey foreign particle was observed inside the vial. Characterization testing was performed and found the particle was consistent with material from the membrane of the p120j protector. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. It is possible in this incident the rubbing of the injector cannula with the rubber stopper could cause detachment of particles. Given there are several factors that may contribute to coring, we are not able to identify a definitive root cause at this time.

Event description:
It was reported that the protector solus p120j experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: complaint 1 of 2. This is a report about a phenomenon that seems to be coring. After preparation, fm was found in the infusion bag. The drug used is alimta. The membrane of the solus attached to the vial seems to be partially chipped. Since the fm found in the infusion bag may possibly be the membrane, the customer is asking bd to perform visual inspection. The infusion bag was discarded by the customer.